Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing, otherwise with no apparent damage. The device was received fully loaded with staples which were partially formed, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place, this or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore, the staples will not hit the anvil to make b-formed staples. In addition, if the firing sequence is not complete, staples could be partially formed. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Within correct range. What confirmation was received that the device was fully fired? No. Did the device staple? No . Was the staple line complete? Staples did not meet with anvil so did not form. Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? No, staples did not form. Were the staples deployed into the tissue? Staples extended, but did not meet anvil or form. Were the staples seen in the surgical field? Uncertain. Did the device cut? No. Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? Was there any change in the post-operative care of the patient as a result of the event that occurred? If yes, please describe. A second stapler was opened to complete the case.

Event description:
It was reported that during an unknown procedure, the device misfired. No other information available at this time. Unknown how the procedure was completed. No patient consequences were reported.